Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. However, the outer insulation of the lead became extrinsically distorted due to kinking/buckling and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, the physician was unable to advance the stylet through the lead. A second attempt by the scrub tech to advance the stylet was also unsuccessful. The lead was not used and a new atrial lead was implanted. Also, during the implant attempt of the right ventricular lead, the lead required some repositioning and the physician was unable to pass a new clean stylet. The lead was then removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)